Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a sticky buttons and rejecting the new batteries. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting insulin during manual prime process. Customer reported that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked keypad connector noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected compromised forced sensor system alarm noted during testing.